Event description:
The distributor reported for the user facility that there appears to be some plating on the tip which has come off into the patient's eye during an operation. Whatever came off the probe was removed from the patient. No patient injury was reported.